Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2182269-2016-00061, 3005334138-2016-00076. During a left pulmonary vein ablation procedure, a pericardial effusion occurred. The patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.